Manufacturer narrative:
Summary to clarify that there was no indication that auto mode feature was active at the time of the event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. It was reported that the customer was using auto mode. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.